Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 7:00am at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 270mg/dl, a normal result for that time of day is usually around 100mg/dl. End-user stated that she started to feel disoriented and found herself unable to speak. About 15 minutes after testing with her prodigy meter paramedics were called. The end-user stated that she did not consume any food drink or medication while waiting for paramedics to arrive. Paramedics arrived in about 20 minutes and tested the end-user s blood glucose with their meter and received a result of 37mg/dl. The end-user in unsure what treatment she received from the paramedics. Paramedics transported the end-user to (B)(6). The end-user does not recall what her blood glucose was when she arrived at the hospital. The end-user stated that she does not recall what treatment she received for her blood glucose levels, she said she was given a covid-19 test and tested for the flu. Then end-user stated that she was at the hospital from 8-4 pm and was told to follow up with her primary physician. The end-user was using expired test strips she was educated to never use expired products. No additional details were provided.